Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to gather the patient's weight. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-01388. It was reported one of the patient's leads had migrated. In turn, the patient underwent surgical intervention and the doctor decided revise both of the patient's leads on (B)(6) 2020. Effective coverage was present post-op. Note: both of the patient's leads are being coded for migration because it's unknown which device migrated.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-01388.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.